Event description:
The patient's mom/reporter claimed the patient's blood glucose has been having low blood glucose ranging from 40-70 mg/dl while his diabetes is managed with the animas pump. The patient reportedly was hospitalized due to the alleged low blood glucose. During the patient's hospitalization, it was noted the patient still suffered from low blood glucose under the care of the healthcare provider. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's low blood glucose. The reporter indicated that the patient has had an increased appetite since he (B)(6) one week ago. This complaint is being reported because the patient reportedly had hypoglycemia while on pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarms history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during investigation.